Event description:
The manufacturer received information from a patient's family alleging a patient experienced a ventilator service required alarm occurring on a trilogy evo device. The device was replaced with another device. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The trilogy evo device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was not confirmed but a ventilator inoperative condition had occurred on the device, not a ventilator service required that was reported in the service call. During the evaluation it was noted that an error code, machine flow drift high, was observed in the device's error log. The service technician further evaluated the device and determined the machine flow sensor had caused this issue to occur on the device. In conclusion, the device's machine flow sensor was replaced to address the issue. Additionally, during the service of the device, the three-way solenoid valve, dual limb cap, filter cover, fio2 housing, air inlet foam filter, blower assembly, blower bellow seal, blower mount, proportional valve, blower chassis plate, flow o2 connector, muffler assembly, system printed circuit assembly, outlet side panel, blower cap, and tubing (fio2 tubing, system pca tubing, blower chassis tubing, and low flow o2 tubing) were replaced for contamination unrelated to the reportable issue.